Manufacturer narrative:
Concomitant medical products: hospira 250ml bag of 0.9% nacl, ndc 0409-7983-02, lot: 65-095-jt, exp: 1 may 2018; hospira 250ml bag of 0.9% nacl, ndc 0409-7983-02, lot: 66-027-jt, exp: 1 jun 2018, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the primary set was leaking at the tip of the texium during an infusion of herceptin. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the tip of the texium was confirmed. Visual inspection of the set observed no obvious damages; especially with the texium luer components. Functional testing resulted in no leaking or any issues observed. Pressure testing confirmed leaking at the connection of the texium on the secondary set to the smartsite y-port on the primary set. The probable cause of the leak was a leak path within the base of the texium actuator.